Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 4, drain volume 3326ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device passed the homechoice rite electrical tests performed by the pal but failed the rite functional tests due to reload the set (rls) 151 alarm. The pal evaluated the device; it was found to meet functional specifications relative to the iipv identified via device log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain- use error; inappropriate bypass of the initial drain. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).